Manufacturer narrative:
User facility report # 3601800000-2020-8029 was received on 15may2020 (this user facility number was inadvertently left out of the previous report).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient presented to the hospital with fever and positive blood cultures. Cultures revealed (B)(6). Over a 3 weeks hospital course, the patient continued to have recurrent fevers despite antibiotics. The site was unable to isolate the source of the infection with cat scans, pet scans, lumbar puncture. The source of infection was presumed to be lvad related. Once bacteremia cleared, the patient was discharged. No further information was reported.